Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) stated that they checked the impedances and setting were the steps taken to resolved the reported issue. The hcp has no idea of the cause of the device turning off. The patient issues have been resolved.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 15-mar-2021, UDI#: (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient sets the device and, after a few hours, ¿it goes off¿ and had accidents/urinary incontinence. The patient stated that they out new batteries in the ¿device¿ and ¿reset it¿. They also had seen their healthcare professional (hcp) twice in (B)(6) and seen the manufacturer¿s representative in the ¿spring or summer¿ (they could not remember). The patient did mention that they had been put on a strong medication for a challenging skin condition and that the medication had a side effect of passing urine more frequently. The patient also reported that they were taking other medications such as ¿maribetric¿, ¿oxyyutin¿, and ¿hyoskyomine¿ (spellings were unknown). Their managing healthcare professional (hcp) told them to limit their fluids. However, this was challenging for them as they were 6¿2¿ and weighed over 300 pounds. When the patient saw their hcp in (B)(6), their settings were adjusted and they did feel the stimulation. The patient was to consider adjusting the setting as well as the program and was encouraged to track their results. They were redirected to their hcp for the issue. Additional information received from the patient on nov. 18, 2019 reported that where the ins ¿base¿ was located and the ¿lead wire run¿ was not in the same position. They were turned 90 degrees and turned/not sitting in the same place since this year. The patient was also they were still going to the bathroom. The issues were mention to their hcp. The patient was able to synchronize to the ins and it was determined that the programmer showed they were on program 2 at 3.3 volts and the therapy was on where they felt the stimulation. Therapy function was reviewed with the patient and they were redirected to follow up with their hcp. There were no further complications reported or anticipated.